Event description:
It was reported that the patient had a reinsertion case as the vns generator was "sitting outside the patient's chest." The patient's generator was sterilized and reinserted back into the chest. The physician attributed the extrusion of the generator to the patient picking at the generator site. No additional relevant information has been received to date.

Manufacturer narrative:
The reported extrusion was determined to not be related to vns therapy so device analysis would not be relevant to the event.

Event description:
Additional information was received that the patient had an open wound at the generator site after the repositioning surgery to put the generator back in which was previously reported. The patient was stated to have the open wound due to picking at the wound site. The patient was referred for surgery to address this and the generator was replaced.